Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gastric procedure on unknown date and the suture was used. It was also reported that the gastric fistula was found. Additional information will be requested.